Manufacturer narrative:
No a17 alarm noted. Unit passed the self test. A21 after battery change due to faulty c13 on ib. Pump unable to prime during prime/a33 test dueto faulty fsr (gold). However unit passed displacement, basic occlusion,occlusion and no delivery test. Motor passed motor test. Unable to verify motor error alarm due to prime anomaly. Unit had scratched display window, cracked display window corner, cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was performed. The device was returned for analysis.